Manufacturer narrative:
Reported event of failure to interrogate was confirmed. The device was unable to establish ble telemetry upon receipt. The device was cut open, and battery voltage was found to be at end of life (eol) level. The interrogation anomaly noted in field was due to device battery depleting to eol level. Accelerated depletion of battery was due to high current in the hybrid. The anomalous component on the hybrid could not be determined. A longevity calculation was performed and found the battery depletion to be premature based on device usage.

Event description:
It was reported that the insertable cardiac monitor (icm) exhibited bluetooth telemetry loss. The icm was explanted and replaced. Patient condition was stable throughout.